Event description:
The end-user has had this shower seat for about a year or year and a half. She states that she was showering and just finished - she went to get out, and the left front leg broke completely off. Two to three people had to come help lift her up, and, while doing so, some of her skin pulled off of her arm. She had to go to the emergency room. This event had occurred in the end-user's home on a porcelain coated/textured surface. One of the shower seat's legs is reported as "having gotten dark" (discolored). Regular weekly maintenance is not reported as having occurred on this owned device. The user had already thrown the device away.